Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the lcd cable to the led backlight driver module that was not properly seated at a connector. The cable was reseated to correct the report. The device was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.